Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient suffered pain as a result of the implant and required corrective surgery. On (B)(6) 2011, patient underwent corrective surgery to revise/remove mesh. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician/hospital where the patient had her corrective surgery was reported with this event: (B)(6).